Event description:
A hemodialysis user facility has reported that during treatment two blood leaks occurred. The leaks were visually observed in the dialysate line and the machine alarmed. There was no visible damage to the dialyzer. Estimated blood loss was 150 cc's. No medical intervention was required and the patient had no adverse effects. Sample is available.

Manufacturer narrative:
The plant investigation is ongoing; upon completion a supplemental MDR will be filed. See MDR number 1713747-2013-00252.